Manufacturer narrative:
H3, h6: the cori, real intelligence robotic drill, part number rob10013, (B)(6), intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported problem was confirmed. When trying to run a case, the countdown timer was frozen for about 10 seconds before it threw a ¿communication failure¿ error. When trying to run a kpc test on the ¿long burr loading¿ screen, the countdown timer was also frozen for about 10 seconds, and then once it started to count down, the drill did not push the motor forward and would not load a burr. The drill was taken apart for further investigation, and the drill¿s exposure motor was tested and was found to have failed. The exposure motor was replaced with a known working motor, and the drill passed multiple kpc tests and cases. An engineering review was completed. The reported problem was confirmed. The exposure motor was tested and found to be malfunctioning. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further action will be taken at this time the issue will be continuously monitored through complaint investigation and post market surveillance.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that a real intelligence robotic drill was unable to proceed from the bur installation page with 'system communication failure' warning message. Since this was noticed during a lab/demonstration, there was not any patient involved.